Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unknown antibiotics for the event. The patient was recovered from this peritonitis event. On an unknown date, the patient was discharged from the hospital after having the pd catheter removed. On an unreported date the patient was switched to hemodialysis. No additional information is available.